Event description:
It was reported that the syringe s2 10ml 22ga 1-1/4in bd china experienced leakage. The following information was provided by the initial reporter: nurse found that syringe leakage during using.

Manufacturer narrative:
Investigation: bd has not been provided photos or samples for catalog 301945 lot 1811101 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 22ga 1-1/4in bd china experienced leakage. The following information was provided by the initial reporter: nurse found that syringe leakage during using.